Manufacturer narrative:
(B)(4). Batch # r92x9n. Investigation summary: the device was returned with no apparent damage. During functional testing on gen11, an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. This is consistent with a side load being applied to the blade while active with the jaw closed. In addition there was no audible feedback sound from the instrument when the clamp arm was fully closed, when the device was disassembled it was found that the closure indicator was broken and not making contact with the moving trigger. The blade broke off during the analysis. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a laparoscopic colectomy procedure, after 2,5 hours of use, the ultrasonic shears stopped working. Another device was used to continue. No patient consequence reported.